Manufacturer narrative:
The lot number information needed to review device history records was unavailable. (B)(4).

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 2010. During the procedure, the tip of the drill bit fractured and remains in the patient's bone. The procedure was completed with no significant delay.